Event description:
The customer reported to philips that the ventilator shuts it self off and the alarm did not annunciate. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Patient information was requested and the customer did not called back after two calls were made.